Event description:
Customer reported unit displayed a charging fault during daily testing. No reported pt involvement. Svc rep duplicated reported condition. Device was repaired and proper operation confirmed.